Manufacturer narrative:
Concomitant medical products: dtba1q1 crt-d implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's pocket had eroded and they developed a pocket infection. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted, a leadless pacemaker was implanted and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.